Event description:
It was reported that there were slits/dents on the back side of a cassette. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection verified the reported problem. Fluid pressure testing was performed and nothing was found that could have caused or contributed to the reported problem. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.